Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they were getting a burning and shocking sensation on the implant area since last week on saturday. The patient stated they had an appointment yesterday and the nurse practitioner said everything was healing fine and if needed switch programs or turn the therapy off. The patient also stated that they have another follow up appointment on early may. The patient asked if the implant was damaged. Agent referred patient to healthcare provider (hcp) for further address the issue. Agent also asked patient if they had done any adjustments to their therapy and patient said no. Then agent offered guidance of how to do adjustments if needed. But patient said they do not need that and disconnected the call. Additional information was received from the patient on 2026-apr-20. The patient stated that they were getting an electrical shock from the implant site. The patient stated they have been having it checked for over a week. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.